Event description:
The customer reported that there were difficulties inserting this lead into the header of a pacemaker. It was reported that the lead was eventually implanted but extra force had to be used to get the lead into the header. The device remains actively implanted.

Manufacturer narrative:
On january 28, 2008, CAPA was issued. Corrective action: engineering assessment, identify all connector sleeve lots and products where those sleeves were used, issue a market removal with report to FDA (sent jan. 29, 2008), issue and distribute a customer notification letter, collect and replace all affected products. Preventive action: establish a finish device inspection for insertion/withdrawal of connector to and from pacemaker header. Check each first and last lead connector in each batch.